Event description:
It was reported that during the review of the electrograms myopotential oversensing resulting in inhibition of pacing was observed. Post paced t wave oversensing was also noted. Programming changes were recommended.